Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2016-03011 / 03012 / 03013 / 03014 / 03015 / 03016). Device not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The device was returned and evaluated against the complaint. The liner remains assembled with the associated shell. The liner is covered in a dried yellowish liquid. Scratching can be seen on the inner radius. The rim of the shell has been gouged and is covered in the same yellowish liquid. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records indicate that the patient was revised due to metal on metal, with adverse reaction metal debris, audible noise. Heterotropic ossification around the hip joint was noted

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient received a right hip procedure approximately sixteen years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: alternate bearing modular head, catalog#: 11-163662, lot#: 452880; balance primary femoral, catalog#: 180006, lot#: 708370; m2a acetabular shell, catalog#: 15-104054, lot#: 873100. Reported event is confirmed based on review of revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a right hip procedure approximately sixteen years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. Attempts to obtain additional information have been made; however, no more is available. Revision op notes indicate patient underwent right revision tha due to armd and left trochanteric bursitis. Patient had full range of motion except internal rotation. Right hip was indicated to be squeaking. Mra showed psoas and iliac pseudotumor on the right side. The external rotators and capsule were found to be very fibrotic and ossified due to heterotrophic ossification. This was excised. Excessive bony overhang from the proximal femur was excised as well as the trochanteric overhang in the medial aspect of the greater trochanter. Cup, liner and head were explanted. No significant bone loss around the acetabulum.